Event description:
It was reported that the device exhibited an error code 46822. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection revealed a missing battery door, loose latch handle, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, air detector was high, and loose lcd lens. Review of the event history logs showed no evidence. Functional testing was performed and the reported issue was able to be duplicated; error code 46822 was present on the pump. The root cause of the issue was determined to be most likely a faulty pwa board. The pwa board was replaced. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.